Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device interrogation in clinic, several incorrect data detected messages and spontaneous implant date changes were observed. Another programmer was used to interrogate the device but the anomaly persisted. At the end of interrogation, the implant date was set to the year it was implanted as the exact date is unknown. The patient was stable and will continue to be monitored.